Manufacturer narrative:
The alarm trace showed multiple ise reagent probe rotation and ise noise alarms. The field service engineer found that the cause was due to the low tension in the ise block retention spring leading to ise noise. He lubricated the cam lever assembly shaft. He then performed an ise check and precision studies and they were within specifications. The service actions performed by the engineer resolved the issue. No further issues were reported afterward.

Manufacturer narrative:
The na and k electrodes' lot numbers and expiration dates were not provided. The customer changed all the electrode cartridges and noticed noise levels. The qc recovery was acceptable prior to the samples' measurement but the calibration and qc failed after that. The investigation is ongoing.

Event description:
We received an allegation of questionable ise results for 2 patients' samples tested on a cobas 6000 c501 (ul) v module. Results for the following tests were affected: sodium (na), and potassium (k). Sample 1 (patient 1) tested for na: initial result: 131 mmol/l. Repeat result: 137 mmol/l (tested on another c501 module). Sample 2 (patient 2) tested for k: initial result: 3.71 mmol/l. Repeat result: 4.46 mmol/l (tested on another c501 module). The customer noticed noise levels and repeated the samples. The repeat results were deemed to be correct. Reportedly, an amended report with the correct results was issued.